Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Motor failure. No patient involvement reported.

Manufacturer narrative:
Device evaluation: one device was received. The visual inspection found chipped and cracked front corners of the top case. Review of the event history log found a motor rate error. During the functional testing, the motor rate error was unable to be duplicated during the occlusion testing. The root cause of the issue was unable to be determined. The worm gear, worm coupling and stepper motor were replaced as a preventative measure. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.